Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 474 mg/dl. Customer¿s current blood glucose level was 403 mg/dl. Customer had symptoms such as sick and vomiting. Customer was treated with manual injection. Customer state that insulin pump had no delivery alarm several times and cannula was bent. Customer was assisted with troubleshooting for no delivery alarm. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.